Event description:
Terumo medical received a call from the patient's husband, and he reported that the vascular surgeon installed an angio-seal device in her artery in her leg. Several days later due to her increased nerve pain, they did some tests and found that the seal was blocking her artery. Emergency operation was performed to open the artery and remove the angio-seal. The patient now has significant nerve pain. Additional information was received on (B)(6) 2022: the first stent operation was on (B)(6) 2022, the angio-seal device was installed in the left leg artery. On (B)(6) 2022, the second stent operation, no angio-seal device was used, however that is when it was discovered that the seal in the left artery had failed. On (B)(6) 2022, surgery on the artery was performed to clean out the seal in the left leg artery. A cardiology surgeon performed the procedures on (B)(6) 2022 and (B)(6) 2022. A vascular surgeon performed the removal of the device on (B)(6) 2022.

Manufacturer narrative:
The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product code and lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received from the patient's husband on 31 july 2022: in june of 2022 the patient's heart surgeon used and angio-seal to close her catheterization wound. After many days of pain, the surgeon found that the angio-seal did not close the wound and ended up blocking the blood flow to her left leg. The patient is still in pain with no good prognosis for her future recovery. Additional information was received the patient's husband on 17 aug 2022: he stated that they had reached out to their doctor, and he stated that he believes there may have been a significant amount of plaque buildup which affected the sealing ability of the angio-seal device. The doctor still chose to use it however, when he performed the same procedure on her right leg, he elected not to use the seal. After the left leg had the angio-seal installed, the patient had significant pain, swelling, and red inflamed skin on her inner thigh. A team of doctors stood around and just looked and one of the doctors from the vascular group took pictures and stated that the redness looked like "chaffing from her thighs rubbing together". She could barely walk at this time. The doctor did prescribe gabapentin however, it made her sick and she could not sleep. Now all she can take is tylenol and she uses lidocaine cream which helps with the soothing for a short time.

Manufacturer narrative:
This report is being submitted as follow-up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on the available information, the exact root cause cannot be determined. The complaint cannot be confirmed. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).